Event description:
A non-healthcare professional stated that the surgeon reported significant variations in measurements displayed by the system during cataract surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A company representative performed an on-site assessment and was unable to confirm or replicate the reported event. The system was then tested per the service test procedure and found to meet company specifications. As a preventative measure, the company representative replaced aberrometer, then found the system to meet company specifications per service test procedure. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record was opened to address the reported event. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the surgeon mentioned system was giving incorrect measurements (significant variations) in the unknown eye of a patient, during cataract surgery.